Manufacturer narrative:
Follow up # 2 date of submission 9/26/2016 ¿ correction to (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the battery compartment was cracked, there was moisture behind the display and there was a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/29/2016 with the following findings: a review of the pump black box data shows evidence of a short battery life illustrated with an 11 count voltage drop leading to a ¿cs 128¿ call service alarm warning. During visual inspection of the pump, it was observed that there was moisture corrosion observed on the display lends inside the pump. A leak test was performed and failed due to a display lens leak. The display screen was fully functional. There was no physical damage observed to the pump. The returned battery cap was able to attach securely to the pump and maintain an electrical connection. During testing, the pump powered on normally with no alarms but the keypad was unresponsive. The ¿short battery life¿ complaint was unable to be adequately investigated due to an unresponsive keypad. The pump¿s cover was removed and further moisture corrosion was found to the cgm module, the power printed circuit board (pcb) and to the keypad connector. (B)(4).